Manufacturer narrative:
Combination product: yes. 17-jun-2024 additional information: it was reported and clarified that during the preparations for an intervention, the stent dislodged from the delivery system of the complaint product. It happened outside the patient. The complaint device was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system had difficulties to cross the lesion.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The complaint device was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.